Event description:
It was reported that the patient never had therapeutic effect following implant. The reporter indicated that "the test was wonderful". Following implant she did not achieve efficacy and had discussed lack of efficacy with the hcp. A dye study confirmed that the catheter was kinked. The patient was scheduled for revision surgery in 2008. The patient at home at the time of the report. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
Results - used for the catheter.